Manufacturer narrative:
Date of event: 07sep2018. Date of report: 09sep2019. Multiple attempts were made to retrieve the repair information; however, no response was received. At this time, no parts were replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the air flow baseline measured at -0.7 lpm. The ventilator was not in use on a patient at the time of the reported event.